Event description:
It was reported to philips that the system could not initiate fluoroscopy. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the during a planned non-emergency treatment procedure was performed when the issue happened. The procedure was less than 20 mins delay and completed after restarting the system. A philips field service engineer (fse) inspected the system on-site and confirmed that reported problem. Upon troubleshooting, fse found the hand brake was intermittently faulty. To resolve the problem, fse replaced the hand switch and performed functional tests. After hand switch replacement, the system was restored to normal working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure remained unaffected, allowing the customer to successfully completed procedure after restarting the system. The procedure was finalized with a little delay on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.